Event description:
During evaluation of a returned spectrum pump, the 3,6, and 9 keys on the keypad were working intermittently. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the number 3,6, and 9 keys were found to be working intermittently. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.